Manufacturer narrative:
The reported condition of failure code 808:02 was confirmed and duplicated and was found to be due to a faulty pump head module. The pump head module was replaced to correct the reported condition. Should additional information become available a follow medwatch will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review determined that this device has not previously been serviced by baxter. A device history review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure 808:02 on channel a. This condition was found during biomed service. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as uremediated. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery.